Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported the subcutaneous implantable cardioverter defibrillator (s-ICD) was painful and uncomfortable. It was further noted that the system was infected. A procedure was performed where the s-ICD and electrode were explanted. At this time no further products were implanted. No additional adverse patient effects were reported.